Event description:
Reporter opened up a new, individually wrapped playtex gentle glide tampon - which came from a box of 40- to find dark black spots on a yellowish cotton tampon. The tampon is still in its plastic applicator, so only the tip of the actual tampon is exposed, but one can see black splotches both on the exposed tip and underneath the plastic applicator. The tampon should have been completely white.